Event description:
A 28mm diameter x 16mm diameter x 16.5cm aneurx bifurcated stent graft, and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported that the aortic neck was 24 - 25mm in diameter at implant. A CT scan at the 6 month follow-up demonstrated there was a proximal type 1 endoleak present and loss of seal zone; however, there was no stent graft migration noted. There was disease progression and the aortic neck was 30 mm in diameter. A 32 x 3.5cm talent aortic cuff was requested for repair of the endoleak. No add'l clinical sequelae were reported.